Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to the rear response button cable being creased and pulled out from the j1005 connector on the ca board. The cause of the non-functional response buttons is the unplugged flex pcb cable. The root cause of the creased cable cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.